Manufacturer narrative:
Third party analysis was conducted and found the retroverted acetabular position was noted on the immediate post-operative radiograph. This may have lead to the abnormal biomechanics and the premature failure of the retro-acetabular/bone interface with the associated symptoms of pain and elevated metal ion levels. It also could have caused or contributed to the reported loosening and piriformis atrophy. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6) in (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6), 2011 due to aseptic loosening.